Event description:
Unomedical reference number (B)(6). Event occurred in the united states. It was reported that the patient faced a leakage onto adhesive on (B)(6) 2024. Moreover, the issue occurred with six similar types of infusion sets used for twelve hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1892648- MDR 3003442380-2024-09404- device 6 of 6.